Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An hcp reported a customer obtained lower values while wearing the adc freestyle libre sensor compared to the built-in meter. On (B)(6) 2020, the customer obtained sensor scans of 60 mg/dl and a "lo" (less than 40 mg/dl) and experienced sweating. A capillary blood glucose test of 360 mg/dl was obtained on the built-in meter and the customer was treated with insulin by an hcp and diagnosed with hyperglycemia. There was no report of death or permanent injury associated with this event.